Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited incorrect measurements. It was noted that the programmer presented an error message requiring a reboot. There were episodes of noise that appeared to be emi based on signals being present on all channels. No further intervention was performed, and the patient will continue to be monitored. There were no patient consequences.